Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she came home from dinner and realized she had given herself a bolus for food but not for a piece of cake. She attempted to do a bolus for the desert and received the button error. The customer stated she had the insulin pump in her bra. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.